Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown) the device displayed an "internal filter error" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll received additional information updating information submitted on the initial medwatch report. The device was returned to zoll medical and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. It's important to note that the patient wye circuit was not returned and disposed of by the customer following the event. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown) the device shut down after displaying an internal filter error and high pressure message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.